Event description:
It was reported that there was a perforation of the right ventricular lead. The patient received multiple shocks and there was a fracture of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments and analyzed. Analysis revealed that the proximal conductor was fractured. The distal conductor was distorted. The defibrillation conductor was distorted and cut. The proximal conductor was cut. All conductors had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay. The inner insulation was kinked and buckled. The outer tubing overlay was melted and had a cosmetic environmental stress cracking. The outer tubing had environmental stress cracking breach/ non-electrical breach. The outer insulation was breached cut and had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix mechanism. The lead was stretched. The analyst also noted that the interior svc defibrillator cable was cut at 30 cm and the exposed coil continuity is complete.